Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr advised the customer to replace the driver. The fsr replaced the broken max paw switch and performed the patient circuit calibration.

Event description:
The customer reported that the driver suddenly stopped and the piston went from right to left while the device was in use on a patient. The patient was removed from the unit and placed on another ventilator. There was no patient compromise. The customer used a test circuit and could not verify the issue. The unit pressurized, passed the performance check, and operated properly.